Manufacturer narrative:
The reported speaker issue was confirmed. The pump was found to have a malfunctioning speaker assembly. The device was repaired and tested to meet all specification on 09/08/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00257).

Manufacturer narrative:
The manufacturer is currently waiting for the arrival of the device.

Event description:
The user reported that the speaker of the device was not functioning as expected. "I have a malfunctioning pump. It has lost it's voice, and when it has one, for instance when it is alarming, it just makes a little growling noise. No actual alarm or beeping." No patient injury or harm occurred for this case.